Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, the receiver displayed an out of range signal for 6 hours. Dexcom has issued an rga for patient to return the device to be investigated. Replacement receiver issued. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.